Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
The autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.